Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a renegade hi flo microcatheter, in the hoop, with the guide wire in the shaft. The damaged packaging was not retuned for analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief was microscopically and visually inspected. Inspection revealed an outer shaft separation at the strain relief with the inner and outer shafts stretched for approximately 3.5cm. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that gas leaked in the sterile barrier. A 135/10 renegade hi-flo kit was selected for use. During preparation, when unpacking the outer package, it was noted that the sterile barrier leaked gas. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that gas leaked in the sterile barrier. A 135/10 renegade hi-flo kit was selected for use. During preparation, when unpacking the outer package, it was noted that the sterile barrier leaked gas. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.